Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and/or the devices be returned for evaluation and an investigation result be available. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The distribution of this product was ceased meanwhile due to business reasons. (B)(4).

Manufacturer narrative:
This case was reopened on 07/14/2015 to enter additional information which had been received on 07/11/2015. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It has now been reported that the patient was implanted a durom us acetabular component 58/52 r. The patient was revised due to pain and armd.

Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom us acetabular component on the left side on (B)(6) 2009. The patient was revised on (B)(6) 2014 due to unknown reasons. Since the exact revision date was not reported, it will be entered as the first day of the month reported.